Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 78-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella 5.5 support had a stroke. This is a change from baseline an hour earlier. The patient was taken to stat CT (computed tomography) which showed ischemic stroke, and then to interventional radiology for mechanical thrombectomy of distal right m1. Full flow reestablished but is still not following commands on left side. Last echo was yesterday evening when device was pulled back slightly. It was further reported that impella was explanted the next day after the stroke, and no clots were observed on echo or device. The patient was able to move and lift left leg off the bed but cannot move left arm and has a left facial droop.

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.